Manufacturer narrative:
8/17/17 - received a device evaluation. An explant date was not provided. Upon receipt, the device was interrogated. In agreement with the clinical observation, a warning message was displayed on the programmer indicating a potential elevated current consumption. The inspection of the pacemakers memory confirmed the clinical observation. However, the battery was found to be still sufficiently charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was still sufficiently charged. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged integrated circuit. However, the therapy functions of the device were not compromised as the user was still timely alerted by a warning message. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. However, the date of occurrence was not determinable.

Event description:
It was reported that upon interrogation a message was displayed, excessive battery consumption. The patient is 99 percent ventricular paced.